Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device 2); additional emdr's will be submitted to represent the bard/davol ventralex st (device 1) and the bard/davol ventrio st (device 3). Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015 and/or (B)(6) 2016, the patient underwent surgery for implant of two (2) unspecified bard/davol ventralex st (devices 1 and 2) and an unspecified bard/davol ventrio st (device 3). As alleged, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (devices 1 and 2) and ventrio st (device 3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."